Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2025, the patient presented with late effusion. The physician mentioned the cause of effusion was amulet.

Manufacturer narrative:
An event of symptoms such as chest pain and shortness of breath was reported. Also reported that the physician mentioned the cause of effusion was stabilizing wires and/or disc. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. On an unknown date, the patient presented with symptoms such as chest pain and shortness of breath. The physician mentioned the cause of effusion was stabilizing wires and/or disc. The echocardiogram (echo) reveled late effusion. The patient was reported stable.